Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, the stapler was able to fire, but after the fifth use, it presented defects, the reload made no closing movement. Attempted to change the same but without success. No patient injury.